Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e222 occurred, color bars appeared in images, transmitter and receiver module failure, images were not displayed, failure of the rear panel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the transmitter and receiver module has contributed to the occurrence of failures "error code e222 occurred and color bars appeared in images". The failure of the rear panel has contributed to the occurrence of failure "images were not displayed". The most probable cause of the complaint was no problem detected and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center had touch panel not working. The issue was identified during inspection for use. There were no reports of patient harm.